Event description:
It was reported that the patient began having driveline communication fault alarms in the morning at about 08:00, the system controller clock was incorrect and reflects it was about 07:00, and this had since been updated. The patient was stable and had not been experiencing any physical distress, as they were sleeping when alarms began. They did not recall any significant trauma to the driveline. Log files were sent for review, and the event file confirmed driveline comm b faults on 28mar2025. The alarm was not interfering with equipment operation, and a system controller/modular cable exchange was recommended. The site further provided that the system controller and the modular cable were switched out with success, and there were no more alarms. The system controller passed a self test and the patient was clinically stable. Images were provided of the pins inside the old modular cable, and the product performance engineering (ppe) team provided that there were signs of fluid ingress/corrosion observed within the inline connector. Which could have contributed to the alarms. A pump cable connector cleaning was being scheduled. Log files were submitted prior to the heartmate 3 pump cable connector cleaning, and they confirmed driveline communication and power faults on (B)(6) 2025. After the heartmate 3 pump cable connector cleaning those two alarms resolved. The modular cable was requested to be replaced under warranty as abbott tech service had it replaced during the heartmate 3 pump cable connector cleaning procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the reason for the pump cable cleaning was because of visible corrosion in the connector part of the original modular cable that was replaced on (B)(6) 2025. The second modular cable exchange was a part of the pump cable connector cleaning and was requested by the engineers performing the cleaning; the corrosion on the pump cable had spread and contaminated the modular cable. The driveline faults had resolved fully following the pump cable connector cleaning and the second modular cable replacement.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files confirmed driveline power and communication fault alarms that were indicative of corrosion caused by fluid ingress at the inline connector of the driveline. A specific cause for the event could not be conclusively determined through this evaluation. The controller event log file contained events from 11apr2025 through 16apr2025, per the timestamps. Driveline power fault and driveline comm fault alarms were captured throughout the entirety of the log file. No other notable events or alarms were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU and section 4 of the patient handbook, ¿living with the heartmate 3¿ warns that patients should never swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. These documents also instruct patients to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, mobile power unit, batteries, power cable, or battery clips) in water or liquid. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults and driveline communication faults, and the recommended actions associated with these emergencies. Section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Additionally, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.